Manufacturer narrative:
Follow-up #1 (B)(4) device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there was no data from the time of the event in the pump history due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A (B)(4) flow accuracy test was performed and the pump was found to be delivering within specifications. Boluses were delivered during testing and all boluses performed were accurately reflected in the pump's insulin on board calculation. The keypad was tested and all buttons responded normally to presses; the keypad was removed and confirmed no button contact defects. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting fluctuations in blood glucose levels of 345 mg/dl with lethargy and the patient described feeling "goofy and didn't want to do much" down to 40 mg/dl with severe headache. The patient reported having an elevated blood glucose level of 345 mg/dl; a bolus was delivered to correct for the elevated blood glucose and a second bolus was given to cover carbohydrate intake and the patient's blood glucose levels decreased to 40 mg/dl. The patient reported feeling that the pump was not delivering insulin correctly resulting in the blood glucose levels. The pump bolus deliveries showed that all boluses were delivered as programmed. The pump suspend history indicated a suspend occurring at (B)(6) 2013 at 10:56 pm which was resumed (B)(6) 2013 at 12:24 am; the patient denied having suspended or resumed the pump at the time as the patient was reportedly sleeping. The patient also reported noticing that the pump bolus calculation seemed to indicate an incorrect amount of insulin on board. This report is made based on the allegation that the patient experienced hyperglycemia and hypoglycemia related to an allegation that the pump was not delivering correct and not calculating boluses appropriately.